Manufacturer narrative:
The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Upon evaluation by the manufacturer's representative, foreign material was found within the old controller that had been previously exchanged by the site. A cleaning procedure was performed per specifications to remove contaminants on the driveline connector. There was no patient injury as a result of this event. The controllers were returned for evaluation. Thorough external visual inspection of the controllers revealed foreign material on the controller pins. The controllers passed functional testing but failed visual inspection. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the driveline contamination. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/ 1403us - device manufacture date: 10/31/2012 - expiration date: 10/31/2013. (B)(4)/ 1403us - device manufacture date: 10/31/2012 - expiration date: 10/31/2013. Controllers ((B)(4)).

Event description:
It was reported from the site that the patient was experiencing electrical fault alarms and they changed out the controller and the alarms stopped. Log files were sent in the following day and the course of action is to perform a connector cleaning procedure. Connector cleaning procedure was performed on (B)(6) 2013 by manufacturer representative. Patient tolerated the procedure without complication. No additional information available.